Event description:
It was reported that the customer had issues with the plastic belt clip and had cracks on the insulin pump's display screen. Customer's blood glucose level was 47 mg/dl. Customer stated that the physical damage to the insulin pump consisted of cracks along the led screen. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case at the display window corners and battery tube threads. The device was received with minor scratched display window. No damage at the belt clip slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.